Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber provided with the rt380 adult evaqua2 breathing circuit, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the subject device was not returned to f&p healthcare for evaluation as it had been discarded by the healthcare facility. A review of the photographs and the video provided by the healthcare facility revealed that water was leaking from the subject mr290v vented autofeed humidification chamber. Conclusion: without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The user instructions for the rt380 adult evaqua2 breathing circuit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt380 adult evaqua2 breathing circuit , was found leaking. There was no patient involvement.

Manufacturer narrative:
(B)(4) we have requested further information on the subject mr290v vented autofeed humidification chamber and the event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt380 adult evaqua2 breathing circuit , was found leaking. There was no patient involvement.